Event description:
Demo system with multiple issues. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lift cable, up/down switches, and stop pin. System operates as intended. This MDR is related to ge healthcare complaint number.